Event description:
It was reported that during an esophagectomy procedure, the active blade broke at the base suddenly after using about 30 mins. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.